Manufacturer narrative:
H.3., h.6.: the sample was returned for evaluation; however, no unopened samples were provided for verification. Sealed blisters were sampled for further testing and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
B5, h6, b6, new information has been received, and the additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Upon receiving additional information from the healthcare professional (hcp) at one of the hospitals where the consumer had visited for treatment, it was stated that the consumer¿s pain had been sudden, acute, and severe, accompanied by photophobia. The consumer had been diagnosed with a typical 2 mm corneal ulceration as well as a significant diffuse infiltration that had increased in size and severity during subsequent visits. This was a corneal infiltration that could not be distinguished from microbial keratitis. The consumer had been wearing contact lenses for more than twenty years, and handling and hygiene had been adequate. The consumer had stopped wearing contact lenses and was initially treated with azithromycin for two days and ofloxacin for four days, later starting sodium hyaluronate for six days. Symptoms had remained unresolved and worsening, and the consumer had gone to hospital and received proguanil for one day. Afterwards, the healthcare professional had not seen the consumer. Follow up information received from another hospital, where hcp stated that consumer has severe bulbar and limbal redness, a permanent opacification in the affected area, and an infection. Culter test done from corneal sample which confirmed the presence of strepto mitis (oralis) (lvd note: this probably corresponds to streptococcus mitis). Hcp has indicated the treatment for the incident is the permanent discontinuation of contact lens use and also indicated "4/10 p3 not improvable". The current status of the consumer¿s eye was resolving at the time of the report. No additional information had been requested at the time of this report.

Manufacturer narrative:
H.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
This complaint is in reference to the dailies total 1 multifocal. As initially reported by other health care professional who stated that consumer had removed the lens from the right eye, which was red and consumer was diagnosed by an ophthalmologist as a bacterial infection. Upon follow up information received which stated that consumer had visited ophthalmologist with red eye, discomfort similar to grains of sand in the eye, burning than the consumer was referred to the ophthalmology emergency department at hospital. Where consumer was diagnosed with corneal ulcer and bacterial infection. Consumer was initially treated with ofloxacin followed by tobramycin, rifaximine, dexamethasone, and sodium hyaluronate, gel one drop per day of each product. The treatment has been ongoing for more than a month and is still in progress. A corneal ulcer is still present, but there is no longer any bacterial infection. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received at the time of this report.